Event description:
It was reported (1) hp052 was used during a lap appendectomy procedure. It was reported by the rep that the hp052 handpiece failed during procedure. The hosp staff executed troubleshooting steps, but could not regain use of the handpiece. Opened another device to complete the case. There was no consequence to pt.